Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) between 40-60mg/dl, cause was unknown. Reportedly, the customer consumed carbohydrates to address bg level.